Event description:
Same case as MDR: 2134265-2014-02698; 2134265-2014-02812. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention procedure, an unknown ilab cart ultrasound imaging system was used in conjunction with an opticross imaging catheter. After image disappeared, the physician tried to perform pullback over two times but catheter was unable to be pullbacked hence automatic pullback failed. The procedure was completed by exchanging the catheter with another of the same catheter. No patient complications were reported and the status of the patient is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).